Event description:
It was reported that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device overheated. The event was not reported to have occurred during surgery. There were no delays to a planned surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device overheated because the thermistor was damaged and corroded. Therefore, the reported condition was confirmed. It was determined that the device showed signs of damaged that was indicative of damaged caused by the sterilization process/immersion during cleaning which was failure to follow directions for use. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.